Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during charging conducted at the user facility the device overheated and the power plug appeared burnt. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during charging conducted at the user facility, the device overheated and the power plug appeared burnt. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.